Manufacturer narrative:
Product ID 3889-33, lot# va1mwb2, implanted: (B)(6) 2019. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the existing ins was removed and replaced. The pocket site was moved from the right to the left side. An ap and lateral image of the lead was taken and showed the lead wire migrated inward approximately 1 cm beyond its original placement. However, because the patient said that the therapy was effective, the lead was not removed and replaced at the time of the pocket revision. It was noted that an impedance test was successfully run. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were having nerve pain from the center of their buttocks all the way down their right leg when standing; they don't know if the ins is doing it. Troubleshooting/interventions already performed included turning stimulation off for a few days; they noted that it was still there but it got better. As a result of what was reported, they were redirected to their healthcare provider (hcp) to see if the device is causing nerve pain. The call center reviewed with the caller that the device could've shifted or moved in pocket with weight loss. The patient noted that they lost 40lb and the device felt different after losing weight. Thirteen days later, rep reported discomfort at the implant site. The interventions already performed environmental/external/patient factors that may have led or contributed to the issue was approximately 25lb of weight loss. The diagnostics/troubleshooting performed included an impedance test which didn't reveal any issues. The interventions/actions taken to resolve the issue included turning the device off as well as trying various programs. The issue was not resolved at the time of the report. Surgical intervention did not occur, but it is planned. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-33, lot# va1mwb2, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.